Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. Device received with cracked case(battery tube), cracked battery tube threads, broken belt clip rails and missing display window cover. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 62 mg/dl and treated with food. The user alleging the insulin pump was over delivery due to customer thinks auto mode was over delivering. Customer reported insulin pump system had been in use within 48 hours of reported low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.